Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected the system was in clinical use for coronary diagnosis planned treatment/non-emergency treatment. The procedure was delayed and completed as planned by restarting the system. The philips field service engineer (fse) inspected the system onsite and confirmed that the motorized movement not available. Review of the system log files shows geometry errors and warnings in c arc movement, magnus table warning and ui devices warning. Fse performed the stand current calibrations for movements of stand and found no issues. After that system was working fine. The same issue reoccurred again and fse has replaced the c arc motor and spc2. Performed c arm calibrations. Performed t&v and confirmed the system is fully operational. The codes were updated based on the investigation outcome.

Event description:
It has been reported that there was an intermittent error of motorized movement not being available. No harm to the patient has been reported to philips. Philips has started an investigation of this complaint.